Event description:
The following has been reported: customer reported: a medication error involving vancomycin administration on the ivenix pump. The correct dose was selected, but the selected concentration was incorrect and this resulted in an infusion rate error. There was no patient harm. Additonal information: "only infused 150 ml of the 250 ml bag. Infused at 150 ml/hr instead of 250 ml/hr." Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
After review of all information, it was determined that the infusion rate error (incorrect concentration) was not due to any malfunction of the ivenix management system. The user entered the incorrect concentration that resulted in an incorrect rate. The pump sorts admixtures by concentration only, if there are multiple admixtures with the same concentration the customer request is that they are additionally sorted by drug amount. The request is being evaluated by fresenius kabi.